Manufacturer narrative:
The investigation has been completed. The root cause of the access site bleeding was most likely use issue since the device closure proglide failed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had impella cp support ongoing for a patient admitted in for a high-risk percutaneous coronary intervention. Access site bleeding was noted after intervention. The pump support was for over one hour and then was explanted. The protect IV documentation noted a perclose failure. No blood products or vascular repair was needed. Femostop and a new closure device, an angioseal, were needed. The patient survived the explant.